Event description:
The reporter stated that the automated impella controller (aic) was unable to detect a purge disc during prep, which was resolved by replacing the aic. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.